Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10, h11. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; a product evaluation could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10. Allofit alloclas shell 52/ii item# 4245 lot# 3240921. Biolox delta head 12/14 32x0 item# 00877503202 lot# 3232823. Avenir muller stem 5 standard item# 0106010005 lot# 3218379. G2. Report source: germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient had an initial hip procedure. After a week of rehab, there was a loud squeaking noise that was audible even to outsiders. This changed to a cracking noise in the following days and underwent a revision surgery on unknown date. The first x-ray showed that the inlay in the hip socket had shifted. This was also confirmed by a CT scan. Both heads (ball and inlay) have now been replaced. Due diligence is in process and no further information on the reported event has been provided.